Event description:
The event is reported as: complaint alleges: a catheter was tested for exchange prior to use, but the balloon could not be emptied. No pt injury reported. Additional info has been requested.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.